Event description:
It was reported via medwatch report that during insertion of a peripherally inserted central catheter (PICC) line, the spring wire guide (swg) migrated into the patient's vein. A surgeon was notified and immediately took the patient to the operating room to retrieve the swg intact. Additional information received on (B)(6) 2010, from the hospital (B)(6) stated that the insertion site was the upper arm. The patient underwent surgery to remove the swg. Patient outcome was good. The sample is being held by the pathology department and will not be released. During insertion of a PICC line, the guidewire migrated into the patient's vein. A surgeon was notified and immediately took the patient to the operating room to retrieve the guidewire intact.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation. Additional information from the user facility report: (B)(6). Arrow, pressure injectable PICC kit, lot#: rf0059365 2012-02.